Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during dwell 1 of 4 of their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 1 of 4 of treatment prior to the leak and the treatment was cancelled. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler for the night and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was not available. Upon follow up, the patient confirmed the reported event. The patient stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, keflex (500mg, oral, 7 days). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient was not at home at the time of the reported event and had to visit the clinic the following day to complete peritoneal dialysis treatment. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event after letting the cycler dry out. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during dwell 1 of 4 of their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 1 of 4 of treatment prior to the leak and the treatment was cancelled. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler for the night and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was not available. Upon follow up, the patient confirmed the reported event. The patient stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, keflex (500mg, oral, 7 days). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient was not at home at the time of the reported event and had to visit the clinic the following day to complete peritoneal dialysis treatment. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event after letting the cycler dry out. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.